Event description:
Number 25 fr inner sheath tip of the circon acmi, resectoscope broke off inside the pt's bladder. The surgeon was able to retrieve the broken tip without difficulty or injury to the pt. Dates of use: 2008. Event abated after use stopped or dose reduced: yes.